Manufacturer narrative:
Concomitant medical products: non-bd clave; bag access device with non-bd clave. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that the tubing leaked from the filter vent during patient use. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leaking filter was confirmed. Visual inspection showed no anomalies. During functional testing a leak began to appear from the lower vent hole on the filter. The root cause of the leaking was not determined.

Event description:
The customer reported that the tubing leaked from the filter vent during patient use. There was no report of patient harm.